Event description:
It was reported the patient's scs charger was not charging the ipg. The patient stated he last charged and felt any stimulation approximately two months ago. Upon device interrogation, the patient programmer displayed a communication error and no connection could be established. A sjm representative met with the patient and confirmed the issue. Follow-up identified the patient had his scs ipg explanted and replaced with a new one. The reported issue has reportedly been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).